Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 262 mg/dl. Reportedly, the customer will use the current pump and manual injection available as alternate insulin therapy until replacement arrives.